Event description:
A customer reported that after maintenance was performed on the coulter act diff hematology analyzer the white blood cell and red blood cell baths overflowed and the vacuum isolator chamber (vic) did not drain. The customer reported the volume of the leak was approximately 40 to 50 ml and the leak was not contained within the instrument. The customer was wearing gloves and a lab coat at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and no one sought medical attention. The msds was not reviewed but there is an exposure control plan at the facility. No erroneous patient results were generated.

Manufacturer narrative:
Beckman coulter customer technical specialist assisted the customer over the phone with troubleshooting, and it was found that the customer had installed the check valve below the vacuum isolator chamber (vic) incorrectly. The customer reinstalled the valve in the proper position and drained the white blood cell and red blood cell baths. While draining the vacuum isolator chamber, the customer noted air bubbles and a small clog in the tubing. The customer removed the clog in the tubing and the vacuum isolator chamber drained properly. The causes of the event were user error of incorrect installation of check valve and a clot in the tubing. (B)(4).